Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped and replaced on 9 december 2020 due to high capture thresholds. No patient consequences.

Manufacturer narrative:
Correction - section d4 - serial number should be unknown as the lead remains implanted and was not explanted for verification. Updated serial from "caw036448 " to "unk01052021-sy-02", model # updated from " 2088tc/58" to "1882tc/46" tendril st. Lot # , expiration date and section h4 -device manufacturing number should be blank. PMA number remains unchanged.